Event description:
It was reported that patient underwent hip revision surgery due to the loosening, difficulty in walking and pain in unknown timeframe after initial surgery. Due diligence is completed and no further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ brazil. This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.